Event description:
It was reported that bd® whitacre spinal needles broke in the patient. A separate surgery was required to remove it. The following information was provided by the initial reporter: "needle broke off during procedure, still inside the patient. No unexpected movement. About 3-4 cm was left in the patient, it was subsequently removed with a separate surgery."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd® whitacre spinal needles broke in the patient. A separate surgery was required to remove it. The following information was provided by the initial reporter: "needle broke off during procedure, still inside the patient. No unexpected movement. About 3-4 cm was left in the patient, it was subsequently removed with a separate surgery."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-12. H6: investigation summary: a photo and sample was provided to our quality team for investigation. Through visual inspection, the needle was observed to be broken, verifying the reported failure. A review of the device history was performed for lot 2004010, no deviations or nonconformance's were identified during the manufacturing process that could have contributed to this problem. Five retained samples were used for further evaluation. The product was evaluated with a magnifying glass, no defects were observed in the needle that could cause breakage, and the stylet could be removed without problems. The product undergoes a series of tests and inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that the needle is free of damage and defects. All inspections of lot 2004010 were completed in accordance with procedure, and no notations related to the reported incident were noted. Based on the information available, we are unable to identify a root cause related to our manufacturing process at this time. It is important to follow the instructions for use to ensure the product functions properly.